Event description:
The ICD was explanted due to infection. The infection is being reported under an agreement that was communicated to FDA in november, 1997, in which all infection occurring within 30 days of implant shall be reported.